Event description:
Customer alleged blood glucose results of 123 mg/dl on a professional meter and 309 mg/dl on the advantage system when testing was performed within 10 minutes. Customer reported no symptoms or treatment. A request was made for the return of the suspect device, and replacement product was sent.

Event description:
Customer alleged blood glucose results of 123 mg/dl on a professional meter and 309 mg/dl on the advantage system when testing was performed within 10 minutes. Customer reported no symptoms or treatment. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.